Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, mildly tortuous, 75% stenosed lesion in the anterior descending artery. A 2.50x48mm xience xpedition drug eluting stent (des) was advanced but could not cross the calcified lesion when the stent strut became broken in the proximal 1/3 of the stent. The des was removed and a 2.5x48mm xience des was implanted to successfully complete the procedure. There was no reported adverse patient effect and no clinically significant delays in the procedure.

Event description:
Subsequent to the initial medwatch report, the following information was received: due to the failure to cross, the stent struts flared, but did not break. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us.b5: description of event. D9, h3: device not available for evaluation. H6: medical device problem code: 1069 - removed.